Manufacturer narrative:
Reported event: an event regarding altr, corrosion, and malposition involving an unknown shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the failure of a total hip replacement approximately four years after implantation due to metallosis and adverse soft tissue reaction. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of metallosis and adverse soft tissue reaction is multifactorial including surgical technique factors, patient factors and implant factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to alval reaction type fluid with metallosis between the cup and mdm liner. It was also reported that the shell was "verticalized" but was not revised to minimize potential damage to the bone. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that: "- incident description: during a revision hip replacement for pain, they found alval reaction type fluid with metallosis between the cup and mdm insert. - measures taken: removal of the cup and the mdm insert. Placement of a single mobility polyethylene insert." Update february 22, 2022: removal of the prosthetic head and the dual mobility insert without difficulty. Removal of the dual mobility mdm component, which showed significant metallosis at the interface of the tritanium cup and the mdm liner. The tritanium cup is not well unsealed although it is verticalized. It will not be changed in order to avoid bone damage related to its extraction. After pressurized lavage and synovectomy with specimens, a polyethylene x3 diameter 36 is inserted and reduced with a size 36 long neck head. Very good stability and mobility.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that: "- incident description: during a revision hip replacement for pain, they found alval reaction type fluid with metallosis between the cup and mdm insert. Measures taken: removal of the cup and the mdm insert. Placement of a single mobility polyethylene insert." Update (B)(6) 2022: removal of the prosthetic head and the dual mobility insert without difficulty. Removal of the dual mobility mdm component, which showed significant metallosis at the interface of the tritanium cup and the mdm liner. The tritanium cup is not well unsealed although it is verticalized. It will not be changed in order to avoid bone damage related to its extraction. After pressurized lavage and synovectomy with specimens, a polyethylene x3 diameter 36 is inserted and reduced with a size 36 long neck head. Very good stability and mobility.